Event description:
At the time of removal, a rupture was observed in the introducer at the level of the iliofemoral axis. Since no incident occurred during use of the device, a second device was used as a temporary measure. Consequence for the patient: bleeding. The distributor further provided the cath lap report: during a bilateral endovascular procedure, a 6f crossover introducer was used for initial vascular access via the right common femoral artery. Following successful recanalization and stenting of the left femoropopliteal axis, the operator prepared to remove the introducer. During withdrawal, rupture of the 6f introducer occurred at the level of the right iliofemoral axis. A contralateral access was then established, and the fragmented portion of the introducer was successfully retrieved using a snare (lasso device). Subsequent angiography confirmed additional vascular lesions, which were treated with a covered stent. Final procedural outcome was reported as satisfactory.

Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for evaluation and investigation. The manufacturing record review including examination of nonconformity reports (ncr) and changes/deviations (eco/ ccid/ deviation) will be done as part of root cause investigation.